Event description:
The customer states that one patient sample generated an architect c8000 clinical chemistry calcium assay result of 1.01 mmol/l (4.04mg/dl). The sample retested at 2.19 mmol/l (8.76 mg/dl). No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.